Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned complaint device revealed the device did not have any visual defects. Functional analysis was performed, and the balloon was able to be inflated; however, a leak was found due to a pinhole located in the ro marker near the proximal bond of the balloon. This failure is likely due to factors or conditions related to the procedure that could have affected its performance and its intended purpose such as; anatomical factors like calcification, and/or the interaction with the scope during the introduction of the device. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the duodenum/common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, an attempt was made to inflate the balloon; however, the balloon would not inflate as there was a hole noted. The procedure was completed with another hurricane rx dilation balloon in a larger size of 6mm. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon found a pinhole; therefore, this is now an MDR reportable event.